Event description:
Additional information received reported the cause of the event was unknown, but was attributed to the recharger. Reprogramming took place on (B)(6)-2012. It was unknown if the patient required hospitalization due to the event. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that the implantable neurostimulator (ins) stimulation was intermittent and the ins would shut itself off. The patient turned herself on with the recharger and the ins would also shut off. The patient did feel stimulation for awhile and got some relief but then the ins would shut off again. The recharger and patient programmer batteries were full. It was suggested to get the ins checked. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer model 37743 (B)(4) implanted: na explanted: na, lead model 3778 (B)(4) implanted: 2009-(B)(6) explanted: unk, lead model 3778 (B)(4) implanted: 2009-(B)(6) explanted: unk, recharger model 37752 (B)(4) implanted: na explanted: na, extension model 37081 (B)(4) implanted: 2009-(B)(6) explanted: unk, extension model 37081 (B)(4) implanted: 2009-(B)(6) explanted: unk.